Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained about abdomina distention and epigastric pain. Rx confirmed hyperinsuflated balloon." Device was removed and replaced.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and visual examination noted blue discoloration on the shell and valve of the device. Black and brown particles were observed on the outer surface of the shell. A valve test was performed and flow was continuous and unobstructed. A leak test was performed and leakage was observed. Under microscopic analysis, three striated openings were observed on the shell, consistent with device removal. Brown and yellow particles were observed in the valve channel. Additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative.